Event description:
It was reported that 50 bd vacutainer® sst¿ ii advance plus blood collection tubes had discolored caps. This caused them to be rejected by the instrument. There was no report of patient impact.

Manufacturer narrative:
Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for color variation with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.